Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure, it was not possible to fully engage a chronic atrial lead into the is-1 connector. The device was not implanted. No patient complications have been reported as a result of this event.